Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 51 mg/dl. The customer reported that she was feeling off, weak, and lightheaded. The customer also reported that she received calibration not accepted and change sensor alerts. There was also blood at site. The customer was treated with glucose tablets. The customer's other blood glucose value was 136 mg/dl. The insulin pump will not be returned for analysis.